Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed a ligature approx. 20 cm distal to the is-1 connector pin. In this region the insulation was damaged. The lead body was found twisted and deformed which most likely resulted from the reported twiddlers syndrome led to the insulation damage. Based on the characteristics, it is reasonable to assume that a tight suture and mechanical stress due to the twiddlers syndrome led to the insulation damage. In addition, deformations of the shock coil were observed which occurred most likely due to tensile forces applied during the explantation procedure. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to twiddlers syndrome, loss of capture, and loss of sensing. No additional adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.